Manufacturer narrative:
The reported events were dislodgment, failure to capture and a helix mechanism issue. The reported event of failure to capture was not confirmed. As received, a complete lead was returned for analysis with the helix extended, clogged with blood and tissue and it appears to be bent and damaged. X-ray analysis confirmed the helix was bent and damaged as received and the inner coil at the connector region was over torqued, therefore the helix mechanism test was unable to be performed. The cause of the reported event was due to the helix bent and damaged and the inner coil over torqued consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented in clinic for follow-up. A device interrogation was performed and revealed that the patient's right ventricular (rv) lead exhibited failure to capture. It was suspected that the rv lead had microdislodged. During revision procedure, it was noted that the helix of the rv lead failed to retract. The rv lead was explanted and replaced. The patient was stable.